Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed preventative maintenance minor (pmc) per procedure. The fse completed system check and high sensitivity system check and verified system performance. No system issues were noted. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. A definitive cause of the incident is unknown. All related medwatch reports associated with this incident: 2122870-2013-00552, 2122870-2013-00553, 2122870-2013-00554, 2122870-2013-00555.

Event description:
The customer reported discrepant and erroneously elevated troponin I (access accutni) results, for four patients, on separate days, involving the access accutni assay utilized with the unicel dxc 600i synchron access clinical system and access accutni calibrator. Subsequent testing of the patients¿ samples, on an alternate unicel dxc 600i system, recovered lower results within the normal reference range. This is report one of four referencing the patient on the event date noted. This patient¿s erroneous result was released out of the laboratory, and an amended report was issued to the hospital. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated system checks and quality control were within the acceptable range at the time of the event. All patient samples were lithium heparin plasma and normal in appearance. The samples were centrifuged at 5,150 rpm (rotations per minute) for three minutes. Quality control is performed two times daily. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.